Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(6) distribution subsidiary pajunk medical produkte gmbh. Currently the data is poor and the device has not been returned/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Tentative summarizing translation of initial reporter´s narrative: breakage of needle. Piece remained in patient and was removed in another surgery.